Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: x-rays were reviewed by depuy synthes medical director who was able to confirm the intra-operative challenges reported in the complaint. Hcp also provided the following information: synthes provides an optional insertion handle (03.010.405) with a longer nose that can be considered to address the reported issue.

Manufacturer narrative:
This report is for an unknown nail/unknown lot. Additional product code: hwc. Device not reported as explanted. (B)(6). Part number is unknown; however, pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was a complaint with regard to the insertion of the proximal femoral nail anti-rotation (pfna) nail on (B)(6) 2015. In this patient the pfna nail was inserted using the peek (polyetheretherketone) guide frame. The position of the nail came closer cranially than desired; the aiming arm was then changed to steel strap aiming arm, as this allows a deeper insertion and which led to a more acceptable position of the nail. The rest of the procedure went normally. There was a delay in surgery time due to the change of the guide frame; the exact length of time is unknown. It was noted that the patient was rather tall and that the patient had a large femur that made it more challenging to set the nail. This report is for an unknown nail. This is report 1 of 3 for (B)(4).